Event description:
The customer reported that she jumped into a pool while wearing the insulin pump, and water underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly.